Event description:
Patient's device was 31% back in (B)(6) and now per hm it's at eri. Nurse brought patient in to perform a reset and after the device battery was at 31% again. Patient does not recall doing anything out of the ordinary. Device remains implanted.

Manufacturer narrative:
Device explanted on (B)(6) 2018. Upon receipt, the device interrogation revealed the eos battery status, detected on 4-feb-2019. The device was implanted for 102 months and 43 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an elevated internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the device was implanted for 102 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. An elevated internal self-depletion within the battery was found to be the root cause for the clinical observation.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.